Manufacturer narrative:
Other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: explanted: product type extension product ID 37642 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 37092 lot# unknown serial# implanted: explanted: product type accessory product ID 37651 lot# serial# (B)(4)implanted: explanted: product type recharger product ID 37761 lot# co538274 serial# implanted: explanted: product type recharger product ID 3550-54 lot# unknown serial# implanted: explanted: product type accessory h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that the malfunctioning device caused the patient's body to reject the implantable neurostimulator (ins).

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient¿s implantable neurostimulator (ins) wound did not close and the ins started to come out of the patient¿s chest. The patient did not have a temperature and there was no rash, pain at the pocket, or other signs of infection. The hcp suspected the ins was being rejected by the patient. A pathology test was done and the results showed no infection. A second surgery was done to change the ins pocket from the right chest to the right abdomen. After the second surgery, the patient experienced the same problem and a seroma was found. The hcp decided to explant the ins and extensions. There were no issues with the ins and the patient was having good therapy outcome so they wanted to have another ins implanted in their left chest. It was unknown if the hcp implanted another ins. The issue was not resolved at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery had reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.